Manufacturer narrative:
Medtronic received the following information from the journal article entitled; outcomes of chimney technique for aortic arch diseases: a single-center experience with 226 cases https://doi:0.2147/cia.s222948 wenhui huang, huanyu ding, minchun jiang, yuan liu, cheng huang, xinyue yang, ruixin fan, jianfang luo and zhisheng jiang journal of vascular surgery 2019 vol 14. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant stent graft and non-mdt stent grafts were implanted in patients for thoracic endovascular aortic repair. The following events were reported: serious injury: femoral artery stenosis or occlusion brachial artery pseudoaneurysm bracial artery local infection ventricular fibrillation aortic rupture stoke spinal cord ischemia re-intervention death-patient deaths were also reported, however there is no causal link that a medtronic device may have caused or contributed to the deaths.